Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch selectsimple meter was reading inaccurately high compared to another device (doctor¿s meter, contourplus). The complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began at an unknown time in the afternoon on (B)(6) 2020. The patient reported that she ¿felt like her sugar levels were low¿ and that she was ¿feeling very uneasy and uncomfortable¿ so she tested her blood glucose using the subject device and claimed obtaining a blood glucose result of ¿343 mg/dl¿ which she felt was inaccurately high. The patient advised that she manages her diabetes with self-adjusted insulin (3 times daily, type and dose not reported) and she advised that in response to the alleged inaccuracy issue, and the symptoms she developed, she made no changes to her usual diabetes management regimen but instead, went straight to a nearby clinic. The patient reported that on arrival at the clinic, her doctor tested her blood glucose using the clinic device (contourplus) and took a sample to be sent to the laboratory; reportedly obtaining blood glucose results of 75 and 60 mg/dl respectively. These comparison tests were preformed within 30 minutes of the test performed on the subject device. The patient advised that following the blood glucose tests, the doctor treated the patient with oral glucose and that sometime later, she began to feel better. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the patient did not have control solution available to test the subject device at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event whilst using the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.